Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported to the customer service "locking screw cannot be screwed into nail (in vivo and ex vivo tests) opening and implantation of another nail after unsuccessful attempt to use another locking screw. Longer operating time (15-20mins)".

Manufacturer narrative:
Please note the corrections to d9, h6 method, results and conclusion codes. The reported event could not be confirmed since the returned device was found to be functional and conforming to specifications. The device inspection revealed the following: the received nail overall appeared to be free from any major damage. Just a few scratch marks were visible around the entry point of the set screw. The received set screw was also not damaged, but signs of usage were evident as the nylon bush had thread marks over it. A comprehensive functional test on the returned nail was performed. The returned set screw and a sample set screw could be easily inserted in the nail, and a sample lag screw could also be inserted & locked successfully. Sample target device and drill were used to check both the distal locking options as well for any issue, but both options could be performed easily & successfully. Hence the alleged issue could not be reproduced, hence could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. No indications of material, manufacturing or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the available information and a successful functional inspection, the issue is deemed to be user related. However, the exact reason for the occurrence of the event could not be determined. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported to the customer service "locking screw cannot be screwed into nail (in vivo and ex vivo tests) opening and implantation of another nail after unsuccessful attempt to use another locking screw longer operating time (15-20mins)".

Manufacturer narrative:
Please note the correction to d9. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of labelling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of this issued. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported to the customer service "locking screw cannot be screwed into nail (in vivo and ex vivo tests) opening and implantation of another nail after unsuccessful attempt to use another locking screw longer operating time (15-20mins)".